Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant, the right ventricular lead's superior vena cava coil was damaged while trying to advance the lead through the introducer in a tight clavicular space. The lead was not used and another lead was placed. No patient complications have been reported as a result of this event.